Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of evaluation on november 16, 2017, omsc found that both the probe and the grasping section had contact marks due to contacting with each other. The tissue pad was worn and partially torn, but nothing was missing. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Also, it was known that the tissue pad was worn and partially torn since the user activated output without grasping tissue (including after the tissue already cut). The probe contacted with the non-insulated part since the tissue pad was worn. The contact marks on the probe and the non-insulated part and an error occurred when the user output the device with the grasping section closed. The instruction manual of the device has already warned as follows; if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, an error occurred and the tissue pad of the subject device was worn. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on november 16, 2017, omsc found that the coating of the grasping section was partially missing.